Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 8/2/2019. Device returned to manufacturer: yes. Device evaluation: the complaint product was received in its original packaging. The box was open, and the lens was inside the wheel case insert. Visual inspection at microscope magnification was performed: lubricant material residues and loose particles can be observed on the lens surface. A green foreign matter was observed in the optic zone of the lens as alleged in the initial report. During the evaluation, the sample is handled as little as possible to avoid compromising the reported debris/particle; therefore, it was not possible to determine if the foreign matter was an inclusion. The reported issue of debris/particle was verified. However, the conditions in which the sample returned indicates that the sample was previously handled and prepared for surgical process. It was not possible to determine that the reported issue is related to the manufacturing process, and product quality deficiency could not be determined. The sample was submitted to an outside laboratory for further analysis. Based in the eag lab. Results the foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). Based in the subject matter expert (sme) evaluation, iols can be expose to different materials during the manufacturing process (i.e. Processing aids). However, throughout the manufacturing processes there are various cleaning operations and 100% visual inspection (utilizing a microscope magnification) that will identify and discard an iol with a similar particulate or material, as required by our procedure. As part of the manufacturing process, we have controls in place to detect this type of nonconformance (cleaning processes, visual inspections (microscopes 10x), environmental controls (clean room class 6), manufacturing processes executed on laminar flow hood, visual criteria certification). The manufacturing control should be capable to identify the presence of any type of particulate or debris during the inspection control defined as part of the manufacturing process. However, a notification of the event is recommended perform to all the associated involved in the production order. Based on the evidence observed and the batch record reviewed, it is not possible to confirm if the particle observed is related to the manufacturing process, as the reported lens was handling and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the product were reviewed. There was no discrepancy and/or deviation found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in the complaint system revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted; therefore, it was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found a green cotton in optic zone of the intraocular lens, model zcb00 under the microscope when he prepared to put the lens into the cartridge. The surgeon picked out the cotton and did not insert the intraocular lens. The issue occurred during handling, but prior to the insertion of the lens into the eye. No further information was provided.